Manufacturer narrative:
D6b: corrected the explant date.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, there was a sudden loss of both the placement and left ventricular signals. However, the patient remained hemodynamically stable and continued to receive effective pump support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump and data log were not provided for investigation. According to the clinical information, the placement signal was recovered after properly connecting the patient cable to the console, which indicates that an air gap caused the issue. The cause of the optical signal failure was most likely air gap from between the console and the patient cable plug or within the middle of the red handle ferrule, based on given clinical details. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.